Manufacturer narrative:
(B)(4). Batch # r5a36n. Device evaluation summary: the device involved was an ils circular stapler cdh25a, being tested for use as a control group, while testing a variety of complaint devices for force to fire and other product performance measurements. Upon firing the device using the force-to-fire fixture on test skin at a speed of 6 degrees per second at the high b staple height setting, the device failed to form staples correctly and resulted in a product issue (pec) of ¿malformed staples¿ which was identified as a class 0 staple line per the material specification. It was also noted that this device did not cut the washer and exhibited backdrive rotation of the adjusting knob during firing. After the product issue event occurred, additional testing was initiated for this device. The device was reloaded with staples and a new washer and re-fired. A duplicate test method was used with the exception of firing speed, which was change to 12 degrees per second to more closely approximate an expected clinical firing speed. During this refiring, the device fired successfully on test skin with conforming staple formation, and the device successfully cut the washer. A second additional testing was initiated for this device. The device was reloaded with staples and reloaded with a new washer and re-fired. A duplicate test method initiated that utilized a firing speed of 12 degrees per second plus added the firing of the device into porcine tissue that approximated indicated tissue thickness, rather than firing into a test skin. This test further approximates firing the device in a clinical setting. During this refiring, the device fired successfully on the porcine tissue with conforming staple formation and successful cut of the washer. This device was then analyzed using the formal analysis plan. All items in the analysis plan indicated device conformance. As part of the activity plan, the device was reloaded with staples and reloaded with a new washer. The device was fired by hand in a test skin at a high ¿b¿ setting. (This is a conservative approach for staple formation and is the same practice performed during normal pi analysis.) The device fired successfully with conforming staple formation and with a successful cut of the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an engineering study a saleable goods cdh29a device failed to meet specification. The device was part of a force to fire/back drive study. When the device was fired at high b setting it was noted that the device had higher than expected back drive (counter clockwise revolution of the closing knob of up to 116 degrees). This back drive potentially led to the device firing sequence being completed without the washer being cut and staples not completely b-formed. The washer did not cut after a full firing sequence and was found to be visually indented. The staples looked to be in a ¿house shaped¿ configuration. There was no patient involvement.